Event description:
Caller reported a group home nurse was accidentally stuck by a safe-t- pro lancet that did not retract after use. Reported no professional medical treatment. No serious adverse event was reported in connection with the incident. A request was made for the return of the box of lancet devices; replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.